Event description:
Nurse reported a bleomycin infusion was set to infuse at 45cc/hr with 1000 cc bag hung. Nurse found approx 500 cc infused in 2 hrs. Md discontinued infusion. No report of pt compromise or medical intervention required. Nurse stopped infusion by turning device off and rolling off roller clamp.